Event description:
The customer reported that a patient saturation level went down, but the alarm was not heard and the patient was found dead.

Manufacturer narrative:
The customer reported that a patient saturation level went down, but the alarm was not heard. The patient was found dead. Alarm logs and strips will be retrieved by the field. The customer tested the involved device and it was fully functional for alarming for desaturation. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).